Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has problematic somnolence, snores loudly, and was diagnosed with sleep apnea associated with vns. X-rays were taken and showed no anomalies, however the x-rays were not received for review. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received that the patient's somnolence had been occurring for about a year and the cause of the apnea is unknown. It was noted that hematology and biochemistry was normal. X-rays were received and reviewed. It was noted that the vns settings were adjusted. Ap chest and lateral chest and neck x-rays were received and reviewed. Generator placement was observed to be according to labeling. Based on the images provided, the feedthrough wires were intact, and the lead pin is fully inserted as the end of the lead pin is seen past second connector block, pin notches are seen directly between the first and second connector blocks, and excessive pin is not seen prior to the first connector block. The entire portion of the lead was visualized with both a strain relief bend and loop seen placed according to labeling. Two tie-downs were also seen; both placed according to labeling. A portion of the lead was visualized to be behind the generator. The visible portions of the lead were assessed for fracture and discontinuities; however, none were noted. Based on the x-rays received, the cause of the apnea could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out.